Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had a chip on the adhesive of the bending section. Inspection and testing of the returned device found the adhesive of the objective lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the curved rubber adhesive was missing, the adhesive part of the objective lens was coming off, the curved rubber was scratched, the operation part was scratched, the grip was scratched, switch 1 was scratched, the video connector was scratched, the light guide connector was scratched, the light guide cover glass surface was scratched, and the video connector case was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.